Manufacturer narrative:
Per tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. A new cartridge was successfully loaded, and customer resumed insulin therapy. Reportedly, the customer did not perform the air removal process. Customer's blood glucose level was 127 mg/dl.